Event description:
It was reported that on an unknown date, 10 degree retrograde femoral nailing system(rfna) nail placed roughly ten(10) weeks ago by the surgeon. Surgeon claims the distal oblique screw has backed out from the nail. The procedure and patient outcome were unknown. This report is for one (1) unk - screws: nail distal locking. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: it was reported that on an unknown date, 10 degree rfna nail placed roughly 10 weeks ago by the surgeon. Surgeon claims the distal oblique screw has backed out from the nail. The procedure and patient outcome were unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (B)(4) x-ray device on (B)(6) 2023. Visual analysis of the photo revealed there was a nail and screw construct implanted in the left femur. It was observed that the unk - screws: nail distal locking near the lateral epicondyle appears to be migrated laterally from its original position. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: nail distal locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.